Manufacturer narrative:
Correction of contact information. Investigation - evaluation. A review of device history record, documentation, quality control, manufacturing instructions, and complaint history was conducted during the investigation. The product will not be returned for the investigation. If the device becomes available complaint will be reopened and investigation will be performed at that time. Review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. Review of device history record did not observe any non-conformances that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a lead extraction procedure, a liberator and one tie was used. While using traction to extract the lead, the liberator and one tie slipped and pulled away from the lead tip. The physician then attached suture ties to the lead to try and make it more secure, then as more traction was used, the lead snapped and the locking stylet and partial lead came out. The patient suffered a right atrial perforation. The physician performed a sub xiphoid window and repaired the perforation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence